Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking during infusion. The reporter stated that the set had been primed and the lower clamp was closed. Propofol was placed in the baxter infusion pump and programmed to run. Once infusion was started, medication leaked out from the second lower port on the tubing around the non-baxter cap that was connected to the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot number of the product used was unknown; however, the customer reported that there were 3 potential lot numbers. R17i06116 was manufactured 09/07/2017. R17h18022 was manufactured 08/18/2017- 08/19/2017. R17i05100 was manufactured 09/06/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted for each potential lot number, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.